Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: site (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using large flexnav delivery system. The activated clotting levels were 263, 229s and heparin was given. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. The valve fully re-sheathed two time due to the implant too high. A post-implant balloon valvuloplasty was done with a non-abbott balloon due to the high mean gradient. The final implant depth at non-coronary cusp (ncc) was 5.6mm and at left coronary cusp (lcc) was 6.77mm. After the valve deployment, a first degree heart block was noted.